Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is confirmed that the malfunction was caused by a faulty patient board set. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the video system center exhibited no image. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned, and customer's allegation was confirmed. The following were found during the evaluation; bad scope socket; no image with h180 and q180 scopes, and noisy image and software upgrade is recommended. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.